Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer's report of "(B)(6) 2021." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported that the freestyle libre 2 sensor detached prematurely and ordered a replacement device. The customer reported that due to a delivery issue in the replacement, they were unable to monitor glucose. Customer experienced symptoms of dizziness, disorientation, and required treatment of oral glucose provided by third-party. There was no report of death or permanent injury associated with this event.